Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
It was reported that the infusion set was leaking at the headset resulting in elevated blood glucose levels. Furthermore it was reported that the cannula of the infusion set was bent and the self-adhesive of the infusion set was wet with insulin.